Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was cracked and "blurry". There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate pump for insulin therapy.